Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they experienced discomfort during MRI. There was no awareness of any environmental factor. There was no troubleshooting. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported problems with mris. Agent inquired if the issue was around eligibility and the caller indicated that it burned and stung like it was on fire when they had an MRI down the rectum and leg.